Event description:
It was reported that a malfunction occurred on pump with malfunction code 16 and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump using provided reset information, successfully reset pump without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction happened again, which customer acknowledged and understood.